Event description:
During a procedure, the anesthesiologist reported that, the ventilator bellows was "shuddering" on the down cycle.

Manufacturer narrative:
The ventilator in question was investigated at the manufactures site and a stucked auxiliary air valve could be detected. A sticky valve causes negative pressure in the ventilator piston during the piston moves down. The piston pressure control stops the piston if a pressure less than -15mbar is detected and generates an optical and acoutical alarm. If the pressure increases to more than -5mbar the ventilator moves again. This behaviour could be noticed as "shuddering" by the user. The device performed as intended for this kind of problem. A sticky auxiliary air valve can be avoided if the cleaning recommendations as described in the users manual are followed.